Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable before, during and after the procedure.